Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device displayed "defib fault 72", "defib disabled", and "defib fault 76" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty relay on the pace/defib engine assembly. Analysis of reports of this type has not identified an increase in trend.